Event description:
The customer alleges that there were micro-bubbles present via the arterial line. The catheter was removed in january and replaced with a new one. No reported effects to the pt. Sample is being returned for examination.